Event description:
It was reported that the relief valve opens under normal frequency and tidal volume testing. No patient involved. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. Testing was performed; the device functioned as intended. A device history review was also conducted on the component lot numbers and no discrepancies were found.